Manufacturer narrative:
Upon further investigation, it was determined that the previously reported information regarding the known product model was inaccurate. As a result, the following fields have been revised: d1: brand name is pentax; d2: common device name is unknown; d4: model #, serial #, and primary unique device identifier (UDI) # are unknown; g4: PMA/510(k) # is unknown. Correction information. B4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d9: is this device available for evaluation? H11: evaluation summary. Evaluation summary: the reported issue was an air/water feeding malfunction. A pentax engineer visited the hospital and confirmed with staff that no harm was caused to the patient. The examination was completed using a backup device. The engineer conducted an on-site inspection and confirmed that the air pump of the processor was functioning properly. The low air feeding was attributed to poor sealing caused by worn o-ring seals on the suction control buttons of the endoscope. After replacing some of these o-rings on site, the function noticeably improved. However, the hospital did not provide the model of the endoscope used. The malfunction was due to natural aspiration caused by missing or worn seals. Importantly, no abnormalities were found in the air/water feeding function from the nozzle at the distal end of the endoscope. Based on the investigation, it was concluded that the complaint was related to a malfunction of the endoscope, not the processor. The worn o-ring seals likely allowed air to escape through the operation channel, resulting in reduced air feeding. Following the on-site replacement of several worn o-ring seals by the engineer, the device could be normal use. However, the rubber seal on the side of the button has detached and cannot be replaced due to its specific design. We recommend that users procure new suction buttons as spare parts to ensure daily normal use. Investigation completion and return date: 22 jan 2025. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, the doctor found that the air/water feeding function abnormality, could not flush atomized lens, lens field of vision blurred, could not see the patient's polyp foci, there was a risk of diagnosis and misdiagnosis, the doctor immediately replaced the equipment to complete the new examination and treatment, the process of prolonging the operation time and increase the risk of anaesthesia. Influence the progress of patient examination and treatment , had the possibility of injury to the patient. Harm performance: influence the progress of patient examination and treatment there was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.